Event description:
It was reported that the patient experienced mesh exposure that caused the patient's partner to get "scratched after sex". Surgery was performed on (B)(6) 2015 to excise the exposed mesh that resolved the event. No additional patient complications were reported in relation to this event.